Manufacturer narrative:
Citation: cardoso, r. Md et al. Prestenting for prevention of melody valve stent fractures: a systematic review and meta-analysis. Catheterization and cardiovascular interventions (2016) 87:534¿539 doi: 10.1002/ccd.26235 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of presenting to prevent stent fractures. All data were collected from a meta-analysis review of 5 studies that occurred anywhere between september 2005 and may 2011. The study population included 372 patients (median age 19 years, gender not provided) which were implanted with medtronic melody transcatheter pulmonary valve (no serial numbers provided). Among patients, adverse events included: stent fracture with and without intervention. Based on the available information, a medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.